Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture (loc). Additionally, this lead had sensing anomalies, high capture thresholds and did not delivered bradycardia pacing when required. Subsequently, this ra lead was capped and replaced. No additional adverse patient effects were reported.